Manufacturer narrative:
(B)(4) . Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the tip detached prematurely upon attempting to crush a stone and was left to pass naturally. The procedure was completed using a retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable".

Manufacturer narrative:
Visual evaluation of the returned device found the basket tip properly formed and attached to the basket. No visual defects were noted. Functional evaluation found the basket would retract and extend without issue noted. The most probable cause is not confirmed, since the returned device showed no evidence of the reported issue, or any defect which could have contributed to the event. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the tip detached prematurely upon attempting to crush a stone and was left to pass naturally. The procedure was completed using a retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable".